Manufacturer narrative:
Section d9 was updated due to a part return correction section g2 510k# updated due to part evaluation: section h6 evaluation code conclusion - remove d02 and add d15 component code - remove g02005 and add g07001 h3 device evaluation summary: updated due to a part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator generated an inspiratory pressure stuck background check breath delivery unit (bdu). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed that the unit experienced a loss of ventilation from a relevant diagnostic code in the ventilator memory, and replaced the inspiratory printed circuit board (pcb}. The device passed all calibrations and tests as per the manufacturer's specifications at the time of service. One inspiratory pcb was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced component did resolve the issue in the field however, the returned component inspiratory pcb was analyzed and tested satisfactorily.  With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ve ntilator generated an inspiratory pressure stuck background check breath delivery unit (bdu). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed that the unit experienced a loss of ventilation from a relevant diagnostic code in the ventilator memory, and replaced the inspiratory module printed circuit board assembly (pcba). The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the inspiratory module pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an inspiratory pressure stuck background check breath delivery unit (bdu). The patient was removed from the ventilator and was assisted by a breathing bag before transferring to an alternate ventilator without injury.